Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm vicm5 13.7 implantable collamer lens of -4.50/5.5/017 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. Refractive surprise was observed. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: the reporter indicated that a 13.7mm vticm5 13.7 implantable collamer lens of -4.50/5.5/017 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. Refractive surprise was observed. On (B)(6) 2024 the lens was repositioned and the problem was resolved. Claim# (B)(4).